Event description:
It was reported that the physician has had two incidents where he performed testing on a patient's device and then performed a final interrogation to confirm the patient was programmed to intended settings, but at the next appointment the settings had spontaneously changed. This MDR captures the report for one unknown patient, MFR. Ref # 1644487-2022-00624 captures the report for the other. No additional or relevant information has been received to date.

Event description:
It was reported that no true malfunction had occurred. Tablet data was received in which it was confirmed that no final interrogation was performed. No other relevant information has been received to date.